Event description:
It was reported that, "pt complained of pain in hip, x-ray showed radiolucency of cup. Revision of hip on (B)(6), 2010, after holding screw was removed cup, cup was removed and replaced with tritanium cup.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.